Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the sampling line from the oxygenator outlet disconnected. There was no patient involvement as this occurred during setup. Product was not used. Surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).